Event description:
It was reported that the patient was experiencing pocket site pain. It was also noted that when the stimulation was in active mode, there was an increase in frequency hum of the patients baseline tinnitus. Reprogramming was attempted but was unsuccessful. The patient underwent an explant procedure wherein all device components were removed and discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7098991/7113927.